Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, is likely that an electrical problem led to white and red dots and one light out. For the debris on lens, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited debris inside the lens, white and red dots and one light out. There was no patient involvement.